Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition, with a blue cartridge reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without any difficulties and did not fall out during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, while using the device, the distal end of the blue reload broke off and caused the bowel to be partially perforated in the apex of the jaw. The surgeon was forced to suture the partial perforated bowel. A second device was opened and used to complete the procedure with no further incidents. There were no adverse consequences for the patient.